Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was discarded and was not returned; therefore a return sample evaluation is unable to be performed. Phytobezoar is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in italy underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that during the peg-j tube replacement, a phytobezoar was observed at the tip of the jejunal tube. The intestinal tube was cut as it was not possible to remove the tube. The intestinal tube was spontaneously evacuated and a new intestinal tube was placed.